Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with liss distal femur plate and screw construct about 13 months ago. It was reported that on an unknown post-op date, the plate snapped at the screw interface. Patient returned to the operating room (o.r.) On (B)(6) 2013 for removal of hardware. Patient was revised with an 8-hole variable angle curved condylar plate. No further information is available at this time. This report is for a lockscr 5mm self-tap l70 sst. This is 6 of 11 reports for complaint (B)(4).

Manufacturer narrative:
Evaluation corrected to: the measurable dimensions of the screw were checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard. We are not able to determine an exact cause of this occurrence as no clinical details were provided. The fracture surface is homogenous which indicates material conformity as well. We suppose that the fact of the non union has been the cause of the breakages.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of implant: it was reported patient implanted with device on an unknown date in 2012. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The fracture is homogenous which indicates material conformity. The manufacturing documents were reviewed and no complaint related issues were found.